Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. No intervention was done. The patient was stable.

Event description:
New information received notes that the lead was dislodged. The lead was repositioned on (B)(6) 2024. The patient was stable.